Manufacturer narrative:
The intraocular lens was not implanted. Device evaluation: visual inspection was performed to the photo provided. Residues of lubricant material were observed on the cartridge which indicated that the unit was handled and prepared for surgical use. The lens was observed stuck at the cartridge tip area. Cartridge was observed with a crack at the cartridge tube section. Dent/distortion was also observed on cartridge tip. The complaint issue reported was verified. However, based on the evidence observed, it is not possible to confirm if the defect observed is related to manufacturing, as the reported cartridge was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the scrub nurse prepared the intraocular lens (iol). The surgeon moved the plunger from the loaded to the locked position. When it locked, he heard a strange sound and then looked down at cartridge and saw that it had cracked and the iol was sticking out of the side. Cartridge tip damage was observed per a photo provided by the customer. No additional information was provided to abbott medical optics.